Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. The customer¿s blood glucose level was 209 mg/dl. Troubleshooting was performed and they were advised to monitor the device. It was noted that the customer called back to report that the power error detected alarm recurred within 4 hours of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump error 25 alarm found in the long trace. Detailed trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. Unit was received with scratched case.